Manufacturer narrative:
Additional information: the lesion was not pre-dilated. Minimal resistance was encountered when advancing the device. 80% lesion stenosis. Stent placement was adjusted after initial flowering of stent. The stent confirmed to be 200mm prior to insertion in patient. No visual discrepancy noted prior to insertion in patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to implant 2 protege everflex self-expanding stents during bi-aorto-iliac angioplasty stenting to treat a plaque lesion in the patients proximal common - iliac artery. Little vessel tortuosity and no vessel calcification are reported. Embolic protection was not used. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. 2 stents (each of 8x200 mm) were deployed from infrarenal aorta extending into both iliac arteries. According to physician, there was a foreshortening of length of one of the protege everflex 8x200 mm stents when placed optimally as per norms, even though both were from the same batch. The right aorto iliac stent was 200 mm in length but left aorto iliac stent was short and was only 150 mm in length. Both were packed in the box of 8 x 200 mm and well as the internal pack with 8x 200 mm label. The device did not pass through a previously-deployed stent. An additional non-medtronic stent was used to cover lesion to complete procedure. No patient injury reported.

Manufacturer narrative:
Image analysis: the customer returned one image for evaluation. This image depicts the shelf carton label of the protégé ef device, the lot number on the label correlates with the device recorded in the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.